Manufacturer narrative:
The pump passed the delivery volume accuracy test.

Event description:
The customer reported hospitalization due to low blood glucose and insulin pump buttons were unresponsive. Customer stated that was having low blood glucose and working as usual and buttons were unresponsive. Customer's blood glucose was unknown. Customer mentioned the insulin pump came out of belt clip and hit the floor. Customer reported that paramedics came to his house and was admitted as an impatient for medical treatment due to low blood glucose. Customer's blood glucose was 40 mg/dl. Treated with IV bag. Troubleshooting was done. Customer was packing and getting ready to move. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Insulin pump received with intermittent buttons due to intermittent buttons due to moisture damage at keypad traces. Insulin pump received cracked case at display window, battery tube threads and end cap, minor scratches on lcd window and missing end cap sticker.